Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Per medical safety officer review use of the device cannot conclusively be associated with the outcome of death.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported a 55-year-old female in st elevated myocardial infarction was implanted with an impella rp flex device and an impella cp for mechanical circulatory support. . The patient went into ventricular fibrillation/ventricular tachycardia multiple times while trying to advance the swan for wire placement. The flex was advanced but kept pushing the wire out of the pulmonary artery. The impella rp flex was aborted. The impella cp was implanted without issue.